Event description:
It was reported that a female patient underwent a breast surgery with a 500cc mentor memorygel breast implant. Post-operatively, the patient experienced a rupture of her right prosthesis, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2022. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On april 06, 2023, mentor received additional information. Mentor became aware that the patient's prosthesis was replaced with a 740cc mentor memorygel boost breast implant. Mentor became aware that the patient's device was discarded after removal. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Mentor received a photo of the impacted product. On april 18, 2023, mentor completed a visual inspection of the photo provided. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Manufacturer's reference number: (B)(4).